Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID hh90t02 (serial: (B)(6)); product type: 2201-mobile platform; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID hh90t02 (serial: (B)(6)); product type: 2201-mobile platform brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for spinal pain indications. It was reported that the personal therapy manager (ptm) was cutting out and taking a long time to connect to the pump for 2-3 months or longer. The patient stated they went to their healthcare provider's office to have the pump refilled and the office told them to call and get the ptm replaced. The patient stated their ptm connects and gets to 90% and sits there for 30-40mins. The agent assisted the patient with clearing the data on the handset and device connected to the pump very fast. The troubleshooting steps that were taken on the call resolved the issue.